Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection. The customer declined assistance from tandem technical support regarding the reported issue.